Event description:
Boston scientific received information that this right ventricular lead displayed loss of capture due to high thresholds. It was noted the high thresholds were due to poor tissue contact, which may be indicative of a lead dislodgement. The lead was explanted and replaced with no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Initial visual analysis noted numerous aspects of induced damage in the insulation and proximal coil. Additionally, dried blood and body fluid were noted in the helix housing. When tested, the helix was functional, but noted to be sticky. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and electrically the lead met specification.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.